Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Upon opening lift femoral head in theatre, bronzing/oxidation of the head was apparent on close inspection. Surgeon requested to open another head

Manufacturer narrative:
An event regarding appearance involving a metal head was reported. The event was confirmed. Method & results: -device evaluation and results: discolouration was observed on the returned head. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusion: nc was issued for discoloration of femoral head. The root cause was determined to be cross contamination and inadequate process inspections. If additional information becomes available, this investigation will be reopened.

Event description:
Upon opening lfit femoral head in theatre, bronzing/oxidation of the head was apparent on close inspection. Surgeon requested to open another head.